Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse states her patient came to her from another facility. She was told the patient initially had a midline that was replaced by the current PICC. She does not have any product information on the current PICC and does not know if it was placed using otw technique. She states the patient began complaining of a upper arm pain which is now very tender to touch. An x-ray and ultrasound were performed and show that the patient has an upper svc thrombosis. She wants to know if we recommend removing the PICC. She states it is currently working, flushing without difficulty and a blood return is noted. Ms& s informed nurse that the decision to remove the PICC line is a medical decision best made by a physician. Notify the md and follow his recommendations. Provided caller with my email and requested she email me the product information.